Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the iris mesh on (B)(6) 2005. Later pt experienced erosion, hardening, chronic pain extreme pain, dyspareunia, painful scarring, add'l surgery, permanent impairment and injuries and diminished quality of life.